Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the device would be returned by next week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s implant was programmed while intra-operative and when the rep ran impedance, the device all of a sudden gave a power on reset (por) message. The rep reported that they didn¿t recall the por message. The rep reported that he felt uncomfortable going further with that particular ins and opened another. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the power on reset message was not determined.